Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 47 (pump history crc failed). Some of the recorded pump history data is missing). The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and found that the customer was able to clear the error but unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1886 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08735 inches. The trace and history files were successfully downloaded using thump. No pump error 47 alarm occurred during testing or could be found in the pump history and pump diagnostic trace files however, on (B)(6) 2025 there was a pump error 75 alarm (21:27) and on (B)(6) 2025 there were four (4) pump error 25 alarm (01:00, 01:26, 05:00, and 05:26) generated. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery compartment, stained and faded serial number label, and pillowing keypad overlay. The pump passed all functional testing. The complaint of pump error 47 alarm is not confirmed. Pump error 25 and pump error 75 alarms (found in the history files) are confirmed due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.